Event description:
User reported that the level sensor failed to detect low volume, which is considered a reportable event. There was no patient involvement.

Manufacturer narrative:
Investigation confirmed the issue, noting that the sensor lights up as expected, but the system does not register its activation. Visual inspection showed minor damages to the sensor, and the sensor was scrapped.